Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip original (zinc free formula).

Event description:
Immediately felt ill/ this made me ill [unwell]. Horrible, bitter taste in her mouth/ it tasted so bad, the product tastes like poison [taste bitter]. Feels nauseous [nausea]. Threw up [vomiting]. Could hardly swallow [swallowing difficult]. Case description: this case was reported by a consumer and described the occurrence of unwell in a elderly female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number unk, expiry date unknown) for oral hygiene. Concurrent medical conditions included heart disorder (consumer was a heart patient) and ulcer (consumer has ulcers). In (B)(6) 2016, the patient started super poligrip original (zinc free formula). In (B)(6) 2016, immediately after starting super poligrip original (zinc free formula), the patient experienced unwell (serious criteria other: as per reporter). On an unknown date, the patient experienced taste bitter (serious criteria other: as per reporter), nausea (serious criteria other: as per reporter), vomiting (serious criteria other: as per reporter) and swallowing difficult (serious criteria other: as per reporter). Super poligrip original (zinc free formula) was continued with no change. On an unknown date, the outcome of the unwell, vomiting and swallowing difficult were recovered/resolved and the outcome of the taste bitter and nausea were not recovered/not resolved. The reporter considered the unwell and taste bitter to be related to super poligrip original (zinc free formula). It was unknown if the reporter considered the nausea, vomiting and swallowing difficult to be related to super poligrip original (zinc free formula). Additional details, the adverse event information was received on 7 september 2016. The consumer reported that she used the product about four weeks ago ((B)(6) 2016), and immediately felt ill. This made her ill. It tasted so bad that she had to go to the doctor. She could hardly swallow and she threw up. She had and continued to have a horrible, bitter taste in her mouth. She felt nauseous and stated that the product taste like poison. She stated (twice) that this was a serious case.